Manufacturer narrative:
From review of the images of wells 2-12 -all anti-a wells are negative with a darker center showing the presence of red cells however no agglutination found. A service call was made. Reagent probe replaced due to the chip in the teflon coating. No repeat abo discrepancies occurred. The galileo is operating as expected.

Event description:
Customer reported an abo discrepancy on the galileo. An a pos sample reported out as o pos on the galileo. No adverse reactions occurred as a result of the unexpected reaction. Repeat testing resulted as a pos as expected.